Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 and h6. The service repair technician (srt) duplicated the reported complaint. Upon trying to boot-up the central control monitor (ccm), the unit booted up with a black screen. The internal components did power on and when using a flashlight, the srt could see a faint perfusion screen. The issue was due to a defective display that caused the backlight not to illuminate. It was determined that the display was beyond economical repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected blocks: d4 and h4.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) screen was black upon power up. There was no patient involvement.